Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range impedance measurements and loss of capture (loc) on the left ventricular (lv) lead. The patient is not pacemaker dependent and there was no evidence of asystole. Threshold testing was performed and afterwards the impedance measurements returned to normal. Impedance and threshold measurements were repeatedly tested and remained stable. No adverse patient effects were reported. Boston scientific technical services (ts) suspects a suboptimal connection. No surgical intervention was performed and the patient will be monitored. The device remains in service.